Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reported that they heard a click when activating the safety feature, then felt a stick through their glove. The customer stated they examined the device and the safety shield had not fully covered the needle. Normal hospital protocol was followed for a needle stick injury.